Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she experienced high blood glucose over 400 mg/dl. Customer stated she has not received any error alarms on the insulin pump but when she gives a bolus she can hear the motor making a grinding noise. She has received no delivery alarms on her previous set. Current reading is 349 mg/dl. Customer reported the alarm was resolved by a complete set change. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles but a large cluster of air bubbles was found in the reservoir. No insulin leaks found. Insulin was stored at room temperature. Insulin exited at the quick release. Customer requested the insulin pump to be replaced. Nothing further reported.